Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the capsule windows snapped and crackled as the clip deployment stages locked, but there was no pop. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event that the clip would not release from the catheter. Investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the handle was not returned. Microscopic examination was performed, and it was found that the clip assembly bottom part is deformed. The catheter has evidence of being cut. Functional examination was performed, it was found that the handle does not have communication with the clip assembly. No other problems with the device were noted. Device analysis confirmed, the reported problem of failure to release the clip from the catheter, due to the clip assembly being highly stuck with the bushing. According to the evidence, one of the possibilities that could have occurred is that the amount of the tissue grasped was bigger than the clip could close, causing the customer to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, although not enough to activate them. Due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip was incorrectly positioned, and most likely the physician kept pulling back the clip and caused the control wire and clip detachment, resulting in a deployment problem. The damages found on the clip assembly were most likely caused by the entrapment against the bushing. The handle was not returned, and the catheter has evidence of being cut, most likely due to the customer following the IFU instructions if a clip cannot be released from its catheter, consequently, the albescence of this component and the fact that the catheter was cut, taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the capsule windows snapped and crackled as the clip deployment stages locked, but there was no pop. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.